Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue was confirmed during fse testing and subsequently confirmed in the dchu inspection and testing process. The device was initially evaluated by the fse according to work order (B)(4): the field service engineer reported that the auxiliary enhanced half height drawer 3-1 and 3-2 cubies keep failing intermittently. The fse removed and replaced both retractor bands and row board b on 3-2. Pharmacy technician tested successfully. During dchu visual inspection: part number 356450-01 - assy tray hh: half height tray was received with no signs of physical damage. Part number 353844-01 - assy retractor dwr hh cubie: two (2) half height (hh) retractor bands were received and examined under the microscope, resulting in both exhibiting signs of thermal damage on the conductor copper strand. During dchu testing: part number 356450-01 - assy tray hh: passed successfully the hta and internal inspection. Part number 353844-01 - assy retractor dwr hh cubie: no further testing was required in any of the two (2) returned retractor bands due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified by two faulty assy retractor dwr hh cubie, p/n 353844-01 caused by burnt copper strands (thermal damage).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no delay, no adverse events or injuries reported based on this event.